Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the patient was seen for a routine implant follow up when a sinus tract had developed in the area of implant #25 (universal). Patient was given a course of amoxicillin and the implant was deemed a failure, then removed at out office. Bone loss is also reported. The site had been grafted together with original implant placement.

Manufacturer narrative:
This report is being submitted to report both corrected and additional information to 0001038806 - 2022 - 01117. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Based on the investigation, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
Customer clarified that the sinus tract is an infection.